Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: the outer tube has a dent, the fibre bonding in the outer tube located in the distal end is damaged, and the laser light cable plug of the video cable section contains foreign material. Based on the results of the investigation, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that there was a yellow line on the screen of the rigid video laparoscope. There were no reports of patient harm.